Event description:
It was reported that the zimmer air dermatome did not cut evenly. There was no report of injury or adverse pt consequences associated with this incident.

Manufacturer narrative:
The device was returned to the MFR for eval. Device was slightly out of calibration on the thirty graft setting. All other graft settings were in calibration. Also the control bar was set low and was out of calibration. Parts replaced included; bearings and seal and retaining ring. The device was repaired according to procedure and returned to the customer. The device was purchased in 1991. A review of service records show that the device has only rec'd calibration and preventive maintenance service at zimmer osp in feb 2009. It is documented in the instruction manual included with the device that "the zimmer air dermatome should be returned every 12 months for inspection and preventative maintenance."